Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the left motor does not engage. The user was in the chair at the time.